Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The conclusion code was selected based on the field report of the device being used incorrectly.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were surgically revised due to lead dislodgement. Since the revision, both leads had dislodged again and the pacemaker had migrated downward in the pocket. Technical services (ts) reviewed per labeling that the device should be sutured, and it was noted that the surgeon does not use sutures on the pacemaker. The plan was to revise the system and implant a leadless device. The pacemaker and leads remain in service at this time. No additional adverse patient effects were reported. The pacemaker was explanted and returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were surgically revised due to lead dislodgement. Since the revision, both leads had dislodged again and the pacemaker had migrated downward in the pocket. Technical services (ts) reviewed per labeling that the device should be sutured, and it was noted that the surgeon does not use sutures on the pacemaker. The plan was to revise the system and implant a leadless device. The pacemaker and leads remain in service at this time. No additional adverse patient effects were reported.